Manufacturer narrative:
Investigation results: the sample was not available for inspection. We received photos of the piece that remained in the patient. The photos and the above description show that the drain was externally damaged - cut, nicked or maybe sewed. When a silicone article is pulled to its ultimate tensile strength and breaks, the break is smooth and clean. Root cause: the drain was externally damaged at the point of break. Due to the low tear resistance of silicone the tear advanced without much pull force. No containment action has been taken. No corrective or preventive action has been taken.

Event description:
Wound drain placed following back surgery in 2008. Two days later, nurse removed dressing in order to remove drain prior patient discharge. When she removed dressing, the drain fell out by itself. Subsequently the patient got wound infection but only three months later, the doctor discovered a foreign body in the patient wound - part of drain. The piece retrieved consisted of 2-3mm of the tubing portion plus the length of the drain portion. The break was not clear one, it was very jagged, saw toothed. Investigation results: the drain was extremely damaged - cut, nicked or sewed before insertion. No contamination action no corrective action have been required.